Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, moderately tortuous, mid circumflex (cx) artery the 2.5 x 15 mm xience xpedition stent delivery system (sds) was preloaded into the guideliner catheter and was advanced but was unsuccessful in crossing the lesion. During removal of the sds the stent dislodged within the guideliner while in the anatomy. The stent was successfully retrieved from the guideliner using a snare device without issue. A second xience sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additonal information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.